Manufacturer narrative:
The customer reported testing the suspect device and failing the pressure/leak test. The customer also reported testing the flow meter flow and found the flow out of specifications. The customer stated he will rework the device and install a preventative maintenance kit since the device is out of manufacturer compliance. At this time, the customer has not requested a return good authorization (rga) for an analysis by vyaire.

Event description:
The customer reported that while in patient use, the device would not maintain a pressure of 5 cmh2o with a flow setting of 8 liters per minute (lpm). The customer reported having to increase the flow to 10 lpm in order to achieve 5 cmh2o. The customer stated no patient harm or injury was associated with this event.